Event description:
It was reported that when the stimulation was turned on the patient experienced a shocking or jolting sensation. It was noted the patient experienced ¿electric shocks¿ even when the implantable neurostimulator was off. It was further noted that the ins was off but not completely off as the voltage was set to 0.0 volts. It was noted that there was no known accident or incident related to this event. It was noted that the shock happened once last week and then again today. It was noted that the patient stated that it had happened three times but provided two incidences. It was noted that the patient was having p.t. And reported p.t. Put heat packs on her back over the ins. It was noted that the heat packs were not electrical but were warmed in water. In was further noted that the shocking was better once the ins was off.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v309454, implanted: (B)(6) 2009, product type: lead. (B)(4).